Event description:
Customer was in an automobile accident due to low blood glucose and was taken to hospital. According to prime history and accurate time and date customer had taken 2 fixed primes and one manual prime of 13.1u. Suggested to see md to find out the causes of low blood glucose.